Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") and urinary tract infection fungal ("urinary yeast infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphadenopathy inguinal and excision biopsy since 2014. On (B)(6) 2015, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and mood swings ("mood swings"). The patient was treated with ibuprofen (motrin), fluconazole (diflucan) and surgery (laparoscopic bilateral salpingectomy with removal of essure devices on (B)(6) 2016). On (B)(6) 2016, the urinary tract infection fungal, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, abdominal pain lower and mood swings had resolved. At the time of the report, the pelvic pain, hot flush, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, vision blurred and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, fatigue, female sexual dysfunction, hot flush, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: in the medical records that the findings during essure insertion were normal appearing endometrial and endocervical cavity. The uterus was sounded to 8.0cm and both ostia were successfully identified. Post procedure, there were 5 rings noted on right side and 5 noted on the left. The plaintiff tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (cont.). Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2016: negative. Hysterosalpingogram (cont.) - on (B)(6) 2016: bleeding constantly for 6 months and excruciating pain in abdomen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain lower, and menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; concomitant conditions (right inguinal adenopathy; large seroma with excisional biopsy in 2014); essure indication (permanent birth control); essure insertion/removal dates ((B)(6) 2015 and (B)(6) 2016); previous reported adverse event injuries clarification with description of injuries ¿ new events (constant pelvic pain, hot flashes, abnormal bleeding (vaginal, menorrhagia), urinary yeast infections, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, vaginal discharge, blurry vision, fatigue, and hair loss); treatment drug (motrin and diflucan); exams (hysterosalpingogram and pregnancy test urine); and essure removal method (laparoscopic bilateral salpingectomy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/pain'), urinary tract infection fungal ('urinary yeast infections') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included excision biopsy since 2014 and lymphadenopathy inguinal. Concomitant products included medroxyprogesterone acetate (depo-provera). In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced hot flush ("hot flashes"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2015, the patient experienced urinary tract infection fungal (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), mood swings ("mood swings") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with fluconazole (diflucan), ibuprofen (motrin) and surgery (laparoscopic bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urinary tract infection fungal, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, abdominal pain lower and mood swings had resolved. At the time of the report, the pelvic pain, hot flush, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, vision blurred, alopecia, genital haemorrhage, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: in the medical records that the findings during essure insertion were normal appearing endometrial and endocervical cavity. The uterus was sounded to 8.0cm and both ostia were successfully identified. Post procedure, there were 5 rings noted on right side and 5 noted on the left. The plaintiff tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 04-apr-2016: results: total bilateral occlusion (cont.). Pregnancy test urine - on 22-oct-2015: results: negative; on 27-jul-2016: results: negative. Diagnostic results: hysterosalpingogram (cont.) - on 04-apr-2016: bleeding constantly for 6 months and excruciating pain in abdomen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain lower, and menorrhagia. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Following events were added: psychological or psychiatric problems condition: depression, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Event onset date were added. Concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), urinary tract infection fungal ("urinary yeast infections") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphadenopathy inguinal and excision biopsy since 2014. In 2015, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection fungal (seriousness criterion medically significant), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), abdominal pain lower ("cramping"), mood swings ("mood swings") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), fluconazole (diflucan) and surgery (laparoscopic bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urinary tract infection fungal, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, abdominal pain lower and mood swings had resolved. At the time of the report, the pelvic pain, hot flush, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, vision blurred, alopecia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection fungal, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: in the medical records that the findings during essure insertion were normal appearing endometrial and endocervical cavity. The uterus was sounded to 8.0cm and both ostia were successfully identified. Post procedure, there were 5 rings noted on right side and 5 noted on the left. The plaintiff tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (cont.). Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2016: negative. Hysterosalpingogram (cont.) - on (B)(6) 2016: bleeding constantly for 6 months and excruciating pain in abdomen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain lower, and menorrhagia. Most recent follow-up information incorporated above includes: on 1-nov-2018: new pfs received: lot number and excessive bleeding event were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.